Event description:
It was reported that, "in the middle of the case the doctor noticed that the "t" handle had a small crack on the instrument. The instrument was removed and no adverse event for the pt."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.